Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/29/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: were there any adverse consequences associated with the patient? No was the needle tip retrieved during the same procedure? Yes what measures were implemented to retrieve the broken piece? X-ray was there any additional tissue damage resulting from the search for the needle piece? No could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. I am in possession of broken needles, awaiting shipper kit. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample, one unused needle suture combination and one needle suture piece were received for analysis. Product code z990g. During the visual inspection of the needle suture piece and unused needle suture combination. The swage and attachment area were noted to be as expected in the needles. The tip and body of the needles were examined under magnification and no anomalies or issues related to needle breakage were found. Additionally, to evaluate the condition of the unopened sample, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. All samples were tested by resistance test to needle and the needles met with the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported while closing the facia of a c-section that when the suture was handed back to the tech it was noticed that the tip of the needle had broken off. X-ray was used to find and recover the fragment. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . H3 investigational summary: a failed suture needle was submitted for evaluation. The component was identified as product code z990g. It was requested to assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was z990g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.